Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "after surgery of fracture of femur with gamma 3 nail, the patient experienced false joint and breakage of the nail."

Event description:
As reported: "after surgery of fracture of femur with gamma 3 nail, the patient experienced false joint and breakage of the nail."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.